Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25sep2020.

Event description:
It was reported that during testing the ventilator's display slowly goes blank after replacing the front panel assembly. There was no patient involvement. The customer was advised to replace the user interface assembly. The customer reported that the user interface assembly was replaced to address the reported issue.

Manufacturer narrative:
G4:30dec2020 b4: (B)(6)2021 a user interface assembly was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.